Manufacturer narrative:
Calibration was last performed on 02-nov-2023. The qc recovery data provided was not within 2 standard deviations. The alarm trace did not contain a conspicuous event. The field service engineer (fse) found that the sipper tubing was dirty and replaced it. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The na, k, and cl electrode lot numbers and expiration dates were not provided. The customer stated that they received ise voltage errors and had three failed ise calibrations. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na, k, and cl results for 1 patient sample on a cobas 8000 cobas ise module. The initial na results were 238 mmol/l accompanied by a flag indicating the value is above the linearity/measuring range of the assay and 163 mmol/l with a data flag. The initial k results were 6.6 mmol/l with flag and 4.5 mmol/l. The initial cl results were 62 mmol/l with flag and 96 mmol/l. The results without flags were reported outside of the laboratory. The doctor questioned the results and the sample was repeated. The sample was repeated on another analyzer and the repeat na result was 142 mmol/l, the repeat k result was 3.9 mmol/l, and the repeat cl result was 111 mmol/l. The repeat results were deemed correct.